Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The infusion set was changed the day prior to the hospitalization. Troubleshooting was done and the insulin pump programming was correct. However, there were no bolus histories programmed for the day prior to the hospitalization. The insulin pump passed the prime and high pressure tests. In addition the customer stated that the insulin pump beeps randomly without pressing any buttons.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.